Manufacturer narrative:
Complaint investigation completed: follow-up #1: 11/13/2017-device evaluation: several patches were returned and evaluated by product analysis on 11/09/2017 with the following findings: the lot was manufactured, inspected, and released per approved calibra procedures. No issues related to the complaint were identified during the processing of the lot. The insulin delivery system (ids) syringe plunger and luer fitting did not leak. The ids septum did not show evidence of leaking. The reservoir was filled with high purity water and did not show evidence of leaking. The guide cap was effective in assisting the piercing of the septum and filling without leaking. The guide cap remained attached to the device during and after the device fill. Daily dose accuracy was confirmed. Finally, the last dose lock out was performed and passed. The complaint of buttons locked outward could not be confirmed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of calibra of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to calibra for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted calibra, alleging a button/safety (buttons locked outward) issue. The reporter stated that the patient replaced the complainant device. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the alleged malfunction may affect insulin delivery.